Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that, pain in groin and left hip. Right hip replaced 8 years ago, but only has problems with left. Additional event description: it was reported that the patient is elderly, still active yet needed revision due to elevated levels of metal. Her cobalt ion level was 10 and her chromium 2. There was pain and her rejuvenate stem was revised to a secur-fit advanced. The stem came out after careful technique of flexible osteotomes and burrings. The appropriate matching poly head and ball head.